Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states missing graduation marks.

Manufacturer narrative:
An investigation on the reported condition was performed. The review of device history record (DHR) of the reported lot number confirmed that the released product met the quality requirements. During manufacturing of the syringe, samples were visually inspected and physically tested and no issues were found. The most likely root cause after review of changes to product, process, and packaging indicated no changes. The potential contributing factors to the reported issue of missing/poor print quality include, but are not limited to: the sensor on the hot stamp did not stop the process when the printer foil breaks. The sensor on the hot stamp printer did not stop the process when the foil roll ran out. Missing print may result if the print dye to barrel timing was not correct, if the printer dye was damaged or worn. During the time of reported issue, no printing quality issues were observed. Preventive maintenance requirements are established for the tooling, mold machines, assembly machine, sensors and printing stations used in the manufacture of the barrel. Inspections were conducted periodically throughout the manufacturing process to make sure the standard quality inspections requirements are met. As a corrective action to prevent the occurrence and acceptance of poor print during the syringe assembly and packaging processes the manufacturing plant maintains the material verification processes. The resin and barrel print tape must pass a certification review prior to acceptance and release to the production floor. The personnel¿s are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process in a controlled manufacturing area. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Procedures and standard work instructions exist for the set-up, operation and maintenance of the molding machines and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. The barrel printing is conducted within a validated process. The hot stamp print head temperature is controlled and barrel print quality is visually inspected and physically tested for adherence to the quality inspection standard. During manufacturing, inspections are conducted at periodic intervals to test the product for the correct print location to the quality inspection standard. All the lots and shop orders were visually and physically inspected to the quality inspection standard, and the statistical sample must meet the acceptance quality level requirements during the molding, printing, and assembly process. The lot cannot be released if it does not pass the specification requirements. The syringe is intended to be a single use syringe and not qualified as a prefill syringe. The available information concludes that a corrective and preventive action(CAPA) is not deemed necessary now. If information is provided in the future, a supplemental report will be issued.